Manufacturer narrative:
The device has been requested from consumer, but currently it is not returned for analysis. But this device is designed according to relevant safety standards and passed all compliance tests.

Event description:
When she measured the child's temperature, the product provided low temperature readings, no more than 36.8 degrees celsius. Later, with another thermometer at a doctor's office, unknown brand and unknown location of measurement, the temperature measured 38.1 degrees celsius. The customer also reported that the child was later admitted to the hospital and was given paracetamol, antibiotics and an IV drip(content unknown). Additional narrative: the device has been requested from consumer. These devices are designed according to relevant safety standards and passed all compliance tests.